Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation the device was found to have a shell failure with moderate yellowing. The device was unable to be weighed. Upon device inspection, the explant was received in five pieces. Upon optical analysis, an unknown cause was identified. Optical microscope images were taken of the area. The observed result of the shell failure is local stress of unknown origin. There was not enough intact shell to perform break testing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.